Event description:
Thr rptr stated that a pt died after being on this unit. The unit had 730 hours of use on its clock. The unit was set to six in the assist mode when the failure occurred. It was noted that the inhalation tubing was disconnected at the humidifier connection. The rptr stated that homicide was ruled out so there must be something wrong with the device.